Manufacturer narrative:
The investigation of the reported complaint has been finalized. It was reported that the ventilator stopped during ventilation and that several alarms were generated. The device monitoring pc board was replaced and returned for investigation. Our investigation of the returned monitoring pc board shows that the board is faulty. The review of the returned device logs can confirm the reported event, the monitoring pc board contains a barometric pressure transducer; the measured barometric pressure is supplied to the other subunits in the system. This pressure transducer was faulty, an open circuit was verified during the resistance measuring, and the same technical alarms were reproduced during the use testing in a reference ventilator device. This error disabled the internal 12 v power supply in the pc board, the ventilator device detected this error and generated alarms to alert the operator. The cause to why this component have failed has not been established, the reported device was manufactured 8 years ago.

Event description:
Manufacturer's ref : (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref: (B)(4).